Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Visual and microscopic inspection revealed that the imaging window was partially detached.

Event description:
It was reported that a hole in the catheter occurred. The opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was introduced for the second time but when removed, a hole around 30cm from the proximal end of the catheter was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a hole in the catheter occurred. The opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was introduced for the second time but when removed, a hole around 30cm from the proximal end of the catheter was noted. The procedure was completed with another of the same device. No patient complications were reported.